Event description:
It was reported that the patient with this neurostimulator was experiencing back pain at the implant site. The patient noted tenderness above the implant and to the left that radiates to the sacrum. There was constant pressure on the back. Pain medications were not resolving the issue. The entire device was explanted. There were no further patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Additional product code: qon.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this neurostimulator was experiencing back pain at the implant site. The patient noted tenderness above the implant and to the left that radiates to the sacrum. There was constant pressure on the back. Pain medications were not resolving the issue. The entire device was explanted. There were no further patient complications reported.